Event description:
Event description cpi received information that at the patient's three-month follow-up appointment it was noted that the implantable cardioverter defibrillator (ICD) was undersensing vf. All measurements were found to be within normal limits.